Manufacturer narrative:
The complainant reported on 07/07/09 that the battery for the care e vac iii unit would not charge and there was an electrical burning smell coming from the unit. The subject unit was returned to ohio medical corporation for evaluation. Unit (B)(4) was received by ohio medical corporation on 07/08/09 and was evaluated by the repair center on 07/20/09. Evaluation of the returned unit (B)(4) showed that the unit would not power on. When the unit was opened, the inside of the casing and electrical components (circuit board) were charred and burned. The unit was repaired, recertified per specification (B)(4) and returned to the customer. The unit was further evaluated by engineering personnel. The exact cause of the incident at the time of this initial report is unk. The investigation is currently ongoing.

Event description:
Complainant stated that the battery on the care e vac iii portable suction device was not charging. The unit had an electrical burning smell coming from it. Evaluation of the returned unit identified that the pcb control board was burned, causing the unit to not power on. This event did not contribute to a death, illness or injury.